Manufacturer narrative:
Product complaint #(B)(4). D6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a discrepancy on a trumatch plan. On the attached pdf the distal resections on the wall chart- summary page are inverted from the distal resections on the femoral planning page.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : sales rep correspondence received noted a discrepancy on a trumatch plan (B)(4) on the attached pdf the distal resections on the wall chart- summary page are inverted from the distal resections on the femoral planning page. The device associated with this report was not returned to depuy synthes for evaluation. However, documentation was reviewed by the depuy synthes design team, confirming the reported event. A documentation discrepancy was identified for the proposal tmk00087076, due to the inverted medial and lateral distal femur landmarks points. The investigation could confirm the reported event, and a nonconformance was created to address this issue. As the distal femur resection matched surgeon's preference, the documentation discrepancy had no effect on the femur guide. A product development investigation was performed and it was concluded that the segmentation was designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device, product description: trumatch CT fem cut tib pin r product code: 420907 lot number: tmk00087076, and no non-conformances or manufacturing irregularities were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device, product description: trumatch CT fem cut tib pin r product code: 420907 lot number: tmk00087076, and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device, product description: trumatch CT fem cut tib pin r product code: 420907 lot number: tmk00087076, and no non-conformances or manufacturing irregularities were identified.